Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the left hip area. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap. However, the reported event cannot be confirmed and a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor pod removal from the patient's body the sensor wire was missing. The sensor was inserted at the left hip area on (B)(6) 2015. The patient does not believe that the sensor remained in her skin. No additional event or patient information is available.